Event description:
As reported, the stent on a 6mm x 24mm palmaz blue on aviator plus stent delivery system (sds) could not be opened. The balloon was able to be partially inflated; however, there was a leakage coming from the balloon during the attempted inflation. A new palmaz blue stent was used as a replacement to complete the procedure successfully. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosis of the right renal artery which had moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and a 50/50 contrast and saline mixture was used to prep the device. The device was placed in an acute bend. There were no difficulties removing the device from the patient and the device remained in one piece during its removal. The stent was still attached to the delivery system upon removal and there was no indication that the stent was partially expanded. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the stent on a 6mm x 24mm palmaz blue on aviator plus stent delivery system (sds) could not be opened. The balloon was able to be partially inflated; however, there was a leakage coming from the balloon during the attempted inflation. A new palmaz blue stent was used as a replacement to complete the procedure successfully. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosis of the right renal artery which had moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and a 50/50 contrast and saline mixture was used to prep the device. The device was placed in an acute bend. There were no difficulties removing the device from the patient and the device remained in one piece during its removal. The stent was still attached to the delivery system upon removal and there was no indication that the stent was partially expanded. The device was not returned for analysis. A product history record (phr) review of lot 82246415 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics and/or procedural factors of calcification with stenosis and tortuosity may have contributed to the reported event as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent on a 6mm x 24mm palmaz blue on aviator plus stent delivery system (sds) could not be opened. The balloon was able to be partially inflated; however, there was a leakage coming from the balloon during the attempted inflation. A new palmaz blue stent was used as a replacement to complete the procedure successfully. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosis of the right renal artery which had moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and a 50/50 contrast and saline mixture was used to prep the device. The device was placed in an acute bend. There were no difficulties removing the device from the patient and the device remained in one piece during its removal. The stent was still attached to the delivery system upon removal and there was no indication that the stent was partially expanded. The device was not returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 6mm x 24mm palmaz blue on aviator plus stent delivery system (sds) could not be opened. The balloon was able to be partially inflated; however, there was a leakage coming from the balloon during the attempted inflation. A new palmaz blue stent was used as a replacement to complete the procedure successfully. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosis of the right renal artery which had moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and a 50/50 contrast and saline mixture was used to prep the device. The device was placed in an acute bend. There were no difficulties removing the device from the patient and the device remained in one piece during its removal. The stent was still attached to the delivery system upon removal and there was no indication that the stent was partially expanded. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: this is an updated complaint conclusion due to product evaluation. As reported, the stent on a 6mm x 24mm palmaz blue on aviator plus stent delivery system (sds) could not be opened. The balloon was able to be partially inflated; however, there was a leakage coming from the balloon during the attempted inflation. A new palmaz blue stent was used as a replacement to complete the procedure successfully. There were no reported injuries to the patient. This was during a procedure to treat a 70% stenosis of the right renal artery which had moderate calcification and moderate tortuosity. The device was stored and prepped per the instructions for use (IFU) and a 50/50 contrast and saline mixture was used to prep the device. The device was placed in an acute bend. There were no difficulties removing the device from the patient and the device remained in one piece during its removal. The stent was still attached to the delivery system upon removal and there was no indication that the stent was partially expanded. The device was returned for analysis. A non-sterile unit of ¿blue/aviator plus 6x24/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The device was inspected observing the following conditions: the balloon was received deflated, and it was observed that the stent was mounted in manufacturing position over the balloon. No damages or anomalies were observed on the returned unit. An inflation/deflation test was executed, and it was observed that the inflation deflation mechanism was not compromised, and no anomalies were observed that could be related to the reported event. The balloon area was inspected using a vision system to get an amplified image and it was observed that no stent dislodged condition was present in the received unit for evaluation. The balloon was inflated, and the stent was removed verifying the presence of the crimping struts during manufacture. A product history record (phr) review of lot: 82246415 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional analysis. The balloon was inflated/deflated with no burst or leaks noted and without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.